Manufacturer narrative:
Retainer = black on (B)(6) 2021 the customer alleged the insulin pump will not turn on. The costumer has tried 3 other batteries and tried other battery caps and tried battery in current 670g and battery cap and still not working. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Device powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Device was monitored and no unexpected powering off or blank display noted. No unexpected power/battery related alarms noted during testing. A review of the downloaded history files show there are not any battery/power alarms near (B)(6) 2021 (event date). There were two (2) batt out limit (power loss) alarms (B)(6) 2017 at 01:47 and 07:04 and six (6) battery removed alerts (B)(6) 2017 between 00:00 and 07:27. No moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Blank display is not confirmed. Device powered up properly no blank display noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on at all. Customer changed the battery but frozen display did not recurred. Display was blank at the time off call. Customer stated that they tried 3 other batteries and tried other battery caps but still pump did not turn on. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.